Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient has passed out three times since (B)(6) 2013. Supra ventricular tachycardia (svt) is suspected to be contributing to the syncopal events. This patient is pacemaker dependent with a history of atrial flutter (af) and ventricular tachycardia (vt). A review of the arrhythmia logbook (al) did not reveal any stored episodes. Additionally, lead impedance measurements were stable and within normal limits. The ventricular output was 3.5v which indicates the device is in retry mode and a review of the daily measurements for the right ventricular (rv) lead noted n/r which is resulting from noise or sensed events on the evoked response (ER) channel. The patient reported being symptomatic with a weaker pulse. The patient has been given a magnet to store events and will be followed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The patient is asymptomatic at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.